Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 167 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump after the device fell in the toilet. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.